Event description:
The user facility reported to terumo cardiovascular systems group that during cardiopulmonary bypass the po2 values of the fx15 oxygenator went from 300 to 112 to 43. A 150 ml of blood loss. Product was changed out. The surgery was completed successfully. (B)(4).

Manufacturer narrative:
Terumo has received the actual device for evaluation; however, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and more information becomes available. (B)(4).